Manufacturer narrative:
The ge rep conducted an onsite investigation. The camera was replaced and calibrated. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9800 system would not display an image. No pt injury was reported.